Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the patient developed an inferior and posterior right ventricular effusion which required a pericardiocentesis in which 300cc of a clear fluid was retrieved. The physician stated the patient had a small effusion pre-procedure per echocardiography that was made worst to mid-moderate due to the heparin infusion according to the echocardiography. The user experienced difficulty with manipulating the ablation catheter thru a patent foramen ovale (pfo). The ablation application on the left superior pulmonary vein was about completed before the effusion was noticed. The patient was kept an extra day for observation and antiarrhythmic drug therapy loading. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial # (B)(4); stockert model# m-5463-01 serial # (B)(4); coolflow pump model# m-5491-02 serial # (B)(4); soundstar model# m-5723-05 lot# unknown. (B)(4).

Event description:
It was reported that during an afib procedure, the patient developed an inferior and posterior right ventricular effusion which required a pericardialcentesis in which 300cc of a clear fluid was retrieved. The physician stated the patient had a small effusion pre-procedure per echocardiography that was made worst to mid-moderate due to the heparin infusion according to the echocardiography. The user experienced difficulty with manipulating the ablation catheter thru a patent foramen ovale (pfo). The ablation application on the left superior pulmonary vein was about completed before the effusion was noticed. The patient was kept an extra day for observation & antiarrhythmic drug therapy loading.